Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
The catheter (serial # (B)(4)) was implanted on (B)(6) 2015 which was 22 days after its "use before date" of (B)(6) 2015.